Manufacturer narrative:
An investigation of the reported condition was performed. A review of device history record (DHR) was performed for this lot. During this investigation, no discrepancies were found. All DHR are reviewed and approved by quality prior to release of product. A sample has been received for the evaluation. A review of the non-conformance report (ncr) database showed that this product had no issues and no action was needed at the time of the production. The potential root cause includes: during production, the weight of the sponges can be below requirements causing the auto bander to miss the count of 10 sponges . Mechanical set up issue in which the cull station did not fully allow the sponges to register the weight. Current product inspection has been initiated for sponges at a heightened inspection. Validations on scales to prove consistency to perform during normal production. Corrective and preventive action (CAPA) was opened to address this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported several packs have been received banded with counts of nine or eleven.